Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge become aware of an issue with one of surgical lights - powerled. As it was stated the paint chipping has been observed on fork. The issue was identified during maintenance service. No patient involvement and no injury have been reported.